Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the customer inquired about using a barcode to sign in to the station and then using Bio ID to authenticate the login. The customer attempted to create a generic barcode for the username, however, an "Unable to Authenticate" error message was received. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN: (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN: (b)(6) was performed from the date of manufacture, 18-DEC-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of this incident, a Technical Support Specialist (TSS) provided the customer with instructions for barcode sign-in functionality. The TSS explained that when signing in to a station, the user scans the facility barcode, and the system reads the barcode, removes the configured suffix, and matches the scanned value to the user identification (ID) stored in the system. The customer stated that the facility barcodes do not contain user IDs. The customer added the barcode value to the User Scan Code field as per TSS guidance, verified that the user ID populated correctly, and the customer was able to use the barcode to log in to the station successfully without any authentication issues. The system functioned as intended after the technical support specialist investigated the issue.